Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 600 mg/dl at the time of the call, which was treated with the insulin pump. The customer reported that she was having difficulty getting infusion sets to stick. The customer was advised that the infusion sets would be replaced and agreed to return the products for analysis. The insulin pump was not replaced or returned for analysis.